Manufacturer narrative:
The event occurred in (B)(6). The caller did not provide product information for the aviva system.

Event description:
Caller states customer received result of 81 mg/dl or 88 mg/dl on the aviva system, and result of 200 mg/dl on the sensor comfort system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.